Manufacturer narrative:
Additional information provided in device evaluated by MFR?, evaluation codes, and additional MFR narrative. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior and after the treatment. Logfile review shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100 % and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a bilateral case of uveitis and photophobia at three weeks post successfully completed lasik procedure. Patient reported he awoke a week prior with light sensitivity; however it went away after a couple of hours, but has now returned. Reporter indicated the patient was placed on an increased topical steroid eye drop dosage. Upon follow up, the reporter has indicated the uveitis is idiopathic. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.